Event description:
The needles on exel brand syringes are too flexible and not very sharp. It is not a certain lot number. It seems to be all of them. Whenever any nurse in clinic is giving a pt an injection and the pt moves the needles bend so much that you think they're going to break off in the pt's arm or leg.